Event description:
There was an allegation of false positive elecsys hiv duo results for 5 patients on a cobas e 801 analytical unit. It was also alleged that the customer received low or fluctuating reactivity in one to two patient samples per day and that some results changed after centrifugation. Five samples from the same patient (patient 1) were tested: sample 1: the result before centrifugation was 0.228 coi (non-reactive) (on module 1). The repeated result, after centrifugation, was 0.207 coi (non-reactive). This result was obtained on another module (module 2). The sample was tested on a third module (module 3), and the result was 0.204 coi (non-reactive). Sample 2: the result before centrifugation was 110 coi (reactive) (on module 1). The repeated result, after centrifugation, was 112 coi (reactive). This result was obtained on another module (module 2). The sample was tested on a third module (module 3), and the result was 111 coi (reactive). Sample 3: the result before centrifugation was 0.193 coi (non-reactive) (on module 1). The repeated result, after centrifugation, was 1.24 coi (reactive). This result was obtained on another module (module 2). The sample was tested on a third module (module 3), and the result was 1.23 coi (reactive). Sample 4: the result before centrifugation was 0.226 coi (non-reactive) (on module 1). The repeated result, after centrifugation, was 0.195 coi (non-reactive). This result was obtained on another module (module 2). The sample was tested on a third module (module 3), and the result was 0.187 coi (non-reactive). Sample 5: the result before centrifugation was 0.243 coi (non-reactive) (on module 1). The repeated result, after centrifugation, was 0.190 coi (non-reactive). This result was obtained on another module (module 2). The sample was tested on a third module (module 3), and the result was 0.208 coi (non-reactive). Patient 2: on (B)(6) 2025, the patient's main hiv duo result was 1.64 coi (reactive), with sub results of 0.766 coi (non-reactive) for hiv ag, and 1.45 coi (reactive) for anti-hiv. A repeated result was not provided. Patient 3: on (B)(6) 2025, the patient's main hiv duo result was 2.89 coi (reactive), with sub results of 0.126 coi (non-reactive) for hiv ag, and 2.89 coi (reactive) for anti-hiv. On (B)(6) 2025, the patient's main hiv duo result was 2.94 coi (reactive), with sub results of 0.145 coi (non-reactive) for hiv ag, and 2.93 coi (reactive) for anti-hiv. Patient 4: on (B)(6) 2025, the patient's main hiv duo result was 1.76 coi (reactive), with sub results of 0.170 coi (non-reactive) for hiv ag, and 1.75 coi (reactive) for anti-hiv. The sample was repeated, and the main hiv duo result was 1.71 coi (reactive), with sub results of 0.168 coi (non-reactive) for hiv ag, and 1.70 coi (reactive) for anti-hiv. On (B)(6) 2025, the patient's main hiv duo result was 1.71 coi (reactive), with sub results of 0.172 coi (non-reactive) for hiv ag, and 1.70 coi (reactive) for anti-hiv. Patient 5: on (B)(6) 2025, the patient's main hiv duo result was 9.02 coi (reactive), with sub results of 0.130 coi (non-reactive) for hiv ag, and 9.01 coi (reactive) for anti-hiv. On (B)(6) 2025, the patient's main hiv duo result was 10.2 coi (reactive), with sub results of 0.171 coi (non-reactive) for hiv ag, and 10.2 coi (reactive) for anti-hiv.

Manufacturer narrative:
The analyzer's serial number is (B)(6) (module 1). The serial numbers for module 2 and module 3 were not provided. The calibration was acceptable for all 3 modules. The instrument check was acceptable for the module with serial number (B)(6). Module 2: the field service representative performed adjustments, replaced measuring cells, and performed instrument checks. Module 3: the field service representative performed an instrument check, but it failed. He performed decontaminations, performed adjustments, replaced the sample pipette, replaced the measuring cell, pinch valves, pinch tubes, and sippers, and performed an instrument check with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The serial numbers for the other e801 modules (module 2 and module 3) are (B)(6).

Manufacturer narrative:
Due to the lack of information provided, the investigation did not identify a specific cause of the event. The investigation did not identify a product problem.